Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-10697. It was reported the patient is experiencing ineffective therapy. Diagnostics indicated high impedance readings on multiple lead contacts. Patient's pain pattern is bilateral low back and legs. Reprogramming was only able to provide therapy to the front of the legs. Patient noted that prior to the onset of ineffective therapy she had suffered two falls. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10697. Follow up information identified the patient's scs leads were successfully replaced and effective stimulation therapy restored postoperative.